Event description:
It was reported that during an undersurface cuff repair, the magnum anchor suture could not be transported. The procedure was completed with a backup device with no patient injuries reported. A significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The returned device, used in treatment, was returned for evaluation. There was a relationship found between the returned devices and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant is attached at distal end of the instrument. The snare line is partially reeled through the wheel with an intact snare loop at the end of the line. The suture lock button was not pressed down. There are no manufacturing abnormalities visually observed with the returned instrument. A review of manufacturing records for this l/n 2038569 found no deviations or non-conformances during the manufacturing process. Complaint review for this l/n 2038569 and for the previous 36 months and the reported failure found no similar complaints. During a basic functional evaluation, rotating the suture ratchet knob performed as intended. The suture lock button was fully pressed down and the anchor was detached by activating the lever as intended. The magnum2 is a single use device and could not be fully functional tested. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning, (3) mishandling caused by not adhere the IFU. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.